Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
The pt felt shocking sensation when she turned on neurostimulation therapy. She had a lot of trouble using the pt programmer and requested someone show her how to use it in person. The field rep was contacted and set up an appointment to educate her on its usage. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.